Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a patient was revised to address two yukon screws that migrated. This report captures the first of two screws.